Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was unable to evaluate the iabp unit involved but was able to inspect the reported faulty cables. The fse observed that the cables had internal broken wires. The customer has indicated that they will be purchasing the patient cables on their own. The iabp unit was never take out of use, cables are an accessory.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse was unable to evaluate the iabp unit involved but was able to inspect the reported faulty cables. The fse observed that the cables had internal broken wires. The customer has indicated that they will be purchasing the patient cables on their own. The iabp unit was never take out of use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that there was an issue with the patient cables on the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.